Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address metal wear at the trunnion. After review of the medical records for MDR reportability, medical records report swelling and metal ion levels provided at non-reportable levels. Update oct 19, 2017: litigation record received. In addition to what was previously reported , litigation alleges friction and wear between cobalt-chromium head and liner causing large amounts of toxic metal ions released to plaintiff's blood resulting to pain, discomfort and inflammation. Added complainant information. This complaint was updated on oct 27, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Jan 22, 2018: in addition to what were previously alleged, pfs alleges decreased rom, limited mobility, tissue and bone loss, impaired adl and increased risk of future revisions. There is no medical records included. Added new associated contact. Jan 24, 2018: after review of medical records for MDR reportability it was reported that the patient was revised to address pain and a large cyst. Revision note stated, there was milky-white material upon entering the joint. There is no wear and abnormalities. There was significant changes underneath at the trunnion. There was black material and some fibrinous material inferior to and, even around the head. Pathology reported, to have necrosis from the tissue which was from metallosis. Clinic visit reported, that the patient did multiple visits with some associated pain in the right and left hips.